Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficulty or inability to cross native annulus has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (calcification, bicuspid valve) likely contributed to the event as provided information indicated presence of a complex patient anatomy (due to severe annular calcification and native bicuspid valve). Patient factors (i.e. Calcification, bicuspid valve) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our spain affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 ultra resilia valve, the 29mm commander delivery system (ds) while crossing the annular plane, force was applied due to complex patient anatomy and upon crossing, the aorta was dissected and subsequently the ascending aorta ruptured. Consequently, bleeding was observed and a blood transfusion was required. CPR was initiated and the surgical team was consulted. The patient died due to the aortic rupture.